Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) observed the customer running samples and all test results were acceptable. The fse verified the proper mixing bubbles, and that both baths and the vacuum isolation chamber drained properly. The aspiration probe appeared bent and was stuck in the gear housing. The traverse guide, probe and probe rinse block were replaced. Startup, reproducibility, and quality control were all within specifications. Cause could not be determined because the issue was unable to be reproduced. Product labeling was evaluated. Act diff 2, operator's guide, pn4237495ba, 6.13 troubleshooting guides, table 6.10 irregular sample results: situation: all counted parameters are consistently higher than normal. Mcv is normal. Probable cause: incomplete probe wipe. Insufficient diluent for dilution. Suggested action; check for signs of blood left on probe at end of cycle. Check for blood left at lower probe wipe fitting when probe has just retracted. Check for air in diluent path from the sample or diluent pump, to probe and to side fitting at bottom of bath. Check for diluent leaks at bottom of wbc bath. This is one of three reports from this customer. This MDR is related to 1061932-2012-00437 and 1061932-2012-00439.

Event description:
Customer reported intermittent erroneous test results for cbc (complete blood count) for patient samples run on a coulter ac-t diff 2 analyzer. Erroneous test results were reported out of the laboratory. The doctor considered the test results that correlated to be the correct test results. The customer indicated that this issue has occurred in the past. There were no reports of death, serious injury, or affect to patient treatment associated with this event.